Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle tip was found while on closing the groin wound. They matched it to the suture needle. The needle appeared complete in two pieces. The needle tip of sutures was checked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, whilst suturing soft tissue during a regular procedure, a third of the needle fell off one of the sutures being used. Another suture was taken out of the packet and the same happened again. An x-ray was used to ensure no suture material was left in the patient. The needle tip was found while on closing the groin wound. They matched it to the suture needle. The needle appeared complete in two pieces.